Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 20 mmol/l (360 mg/dl) while wearing the pod on their abdomen between 5 and 24 hours. The patient reported the adhesive was properly attached, and there was no leaking observed. Upon removal from their abdomen, the cannula appeared bent. The infusion site was described as red and bruising. A new pod was applied and bg levels returned to normal.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.